Event description:
The facility reports the resident was lifted up from the bed and was being transferred to the chair when the top left side sling clip cracked and came off the lift. The resident then fell out. The staff attempted to break his fall but he ht his head and shoulders. The resident sustained a laceration to this right ear, redness on his back and right shoulder, and soreness in his shoulder.

Manufacturer narrative:
Neither the sling nor pictures of the sling were provided to the manufacturer for investigation. The incident report stated there appeared to be a slight stress fracture on the clip where the break had occurred. It is also indicated the crack on the clip was in the middle, running from north to south, at the top of the clip where it hangs on the lift. Several other slings are indicated to show white lining in this same spot. The facility has acted upon this and have taken 33 similar slings out of service at the time of the interview that lead to the report. The place on the clip where it broke in half is not the place where, during normal use, the rail of the clip situated below the attachment pin hole and holding the sling load bearing are stressed the most. This is the part of the clip that will gently deform with stress whitening occurring at both sides before breaking off when overloaded to ultimate breakpoint during breakpoint tests. The lowest value where the clip broke during these tests was 240kgf. Both the lifter operating the product care instructions and the instruction sheet supplied with the slings indicate that slings are to be checked for wear and breakage before each and every use. Based on the examination, the manufacturer concludes the clip may have been exposed to mechanical pressure outside of normal use (e.g. During washing or drying) across the up/down line, causing white lining and hairline fractures, indicating a severe reduction in its tensile strength. The manufacturer strongly suggests the lift operators are retrained to the opi and instruction sheets.